Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what is meant by ¿the surgeon was not able to activate the first stapling¿. Did the device complete the firing sequence? If yes, did the device fully cut and not deliver any staples? On what tissue type was the device used? At what location on the tissue? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? If yes, how was the device removed from the tissue? Was there any damage to the tissue?

Event description:
It was reported that during an unknown procedure, the surgeon was not able to activate the first stapling of the device ec60a with the green cartridge. He exchanged the cartridge a first time by using another green but addressed the same issue. He exchanged the cartridge a second time by using a blue reload; the device worked well, it stapled. There were no adverse consequences for the patient.